Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited error codes and reverted to safety mode. The device was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.